Event description:
A malfunction was reported on the pump, where the customer received assistance in resetting it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to reach out for further assistance if the malfunction happens again, which the customer understood.